Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 600 mg/dl while wearing the pod. Symptoms were not reported. Details regarding treatment were not provided. Complications arose when a magnetic resonance imaging (MRI) could not proceed, and the patient's back was evaluated with high-energy electromagnetic radiation used for imaging (x-rays). Hospitalization lasted two days before being discharged, on (B)(6) 2025. At this time there is insufficient information to determine if insulet's device caused or contributed to the reported event. Additional information is being solicited, a supplemental report will be submitted if received.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia.